Event description:
The lesion being treated during a percutaneous coronary intervention (pci) was 90% stenosed, and mildly tortuous in a non calcified area of the distal right coronary artery (rca). Access was achieved with a guidecatheter, guidewire and predilation was performed with a balloon catheter. It was noted that no resistance was encountered prior to the event, during angiography. Upon removal of the intravascular ultrasound (ivus) imaging catheter from the rca, the device could not be removed; was stuck. (The cause of the inability to withdraw/advance ivus catheter from rca is unknown.) Physician removed the imaging core from the ivus catheter and inserted a guidewire into the sheath of the catheter; allowing the sheath to be removed from the patient's body. The procedure was completed with another ivus catheter. No complications were reported and the patient was reported to be doing "good".